Manufacturer narrative:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the implantable cardioverter defibrillator (ICD) did exhibit greater than 125 ohms shock impedance in all configurations during shock lead impedance (sli) testing. The patient had had a pocket revision two months prior to this reported information at which time all sli measurements had been in the 50 ohms range. During that revision procedure, all the leads had been disconnected and re-connected. Approximately two weeks after the revision procedure, sli jumped to 96 and had been high since. Isometrics and pocket manipulation could not produce any noise in the system. A chest x-ray was planned to troubleshoot as to why there had been a change in shock impedance. There was expressed concern of a possible distal df-1 connection issue or possible lead fracture. The boston scientific local area sales representative did not yet know when an intervention would be scheduled. Subsequently, the boston scientific local area sales representative confirmed that a revision procedure occurred to troubleshoot the out-of-range impedance issue. It became immediately apparent that the distal pin was loose for when the physician pulled on it, it came right out. This pin was securely inserted and the pocket re-closed. The sales representative confirmed that there had been no adverse patient symptoms beyond the need for the additional procedure. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the implantable cardioverter defibrillator (ICD) did exhibit greater than 125 ohms shock impedance. Asked rep how connection issue has been identified. Rep states that sli was checked in all three configurations and was > 125 ohms in all three. Asked when this was done - rep states today. States that patient had pocket revision in march and prior to that the sli measurements were all in the 50 ohm range. Approx 2 weeks after revision sli jumped to 96 and has been high since. Explained that tachy therapy does not need to be programmed off, however if patient were to require therapy the energy might not all go to the heart muscle - depending on how compromised the connection is. Rep asking about shorting system - explained that a short is a different issue - if shock conductors are in contact this each other of in contact with the device then short could occur. This could damage device and affect pacing therapy also. Patient was having chest x-ray done at time that the rep called. Rep did not know when planned intervention would be scheduled.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information were to become available, this report will be further evaluated and updated.